Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was required to recharge the device multiple times a week. Eventually, the ipg was unable to establish communication with external devices. Troubleshooting was tried to no avail. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced.

Event description:
Additional information received identified effective therapy was achieved post operatively.